Manufacturer narrative:
Blocks d4 (lot number, serial number, and expiration date) and h4 have been updated with additional information received upon device return. An intellanav stablepoint catheter was received for analysis. The device was visually inspected, and no defects were noted. Functional test showed that the catheter functional mechanism worked properly; no resistance was felt when actuating the device. During flow testing, the device was connected to a metriq pump, purged, and all six irrigation ports flowed freely. The device was irrigated for five minutes without any error or pump messages. Product analysis did not confirm the reported event of catheter difficult to irrigate because the failure was not able to be reproduced, and the device presented no issues.

Event description:
It was reported that device was unable to irrigate. During preparation prior to an ablation procedure to treat atrial flutter, an intellanav stablepoint catheter was selected for use. When flushing the catheter, the flow was weak and looked obstructed. Tried alternating fast flushing and standby but the issue persisted. The device was replaced, and the procedure was completed successfully with no patient complications. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that device was unable to irrigate. During preparation prior to an ablation procedure to treat atrial flutter, an intellanav stablepoint catheter was selected for use. When flushing the catheter, the flow was weak and looked obstructed. Tried alternating fast flushing and standby but the issue persisted. The device was replaced, and the procedure was completed successfully with no patient complications. The product is expected to be returned for analysis.